Event description:
Customer's mother reported a button error on customer's insulin pump. The numbers are scrolling. Customer replaced the battery, but the buttons are unresponsive. He cannot clear the button error alarm. Customer's blood glucose is 249 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers scrolling during testing. Insulin pump had a cracked case near lcd window corner, cracked lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, stained end cap sticker and stained address and serial number label.